Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pinnacle implant failure resulting to pain, limited mobility, impaired adl, limited mobility, and severe kidney problems which may be due to metallosis. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.

Event description:
Plaintiff fact sheet received. Pfs alleges severe pain, unable to walk,limited activities and physical injuries.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem, metal wear and elevated metal ions. Added facility name and stem. Updated unknown liner and head in impacted products, associated contacts and patient harm. Doi: (B)(6) 2008, dor: oct. 12, 2017, left hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.